Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Provocative testing was performed, but the noise was unable to be reproduced. Additionally, technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that during a routine device upgrade procedure, the right atrial (ra) lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.